Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). There was marked calcification, and there was a protruding calcification continuous with the left ventricular outflow tract (lvot). The patient had a slight tortuous anatomy. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 23mm, non-abbott device. It was noted that the pre-bav was performed with a balloon not less than or equal to the minimum annulus diameter. During the procedure, the valve noted to be under expanded so it was removed. A pre-bav was performed again using an unknown device. The ds was not able to be reinserted again since the shaft became bent. A second new 29mm navitor vision valve was selected for implant using a new large flexnav ds. The valve under expansion was observed once again so it was removed from the patient's anatomy. The ds was once again observed to have a bend in the shaft, which prevented it from being reinserted. A third new 27mm navitor vision valve was selected for implant using a new large flexnav ds. The valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc) and 4.5mm on the left-coronary cusp (ncc). Moderate pvl was noted. A post-implant balloon aortic valvuloplasty (post-bav) was performed using a 25mm, non-abbott balloon. Pvl remained with moderate severity. The patient remained hemodynamically stable throughout the procedure. The patient was in a stable condition.

Manufacturer narrative:
An event of valve under-expansion was reported. The device was returned to abbott, and the investigation found no tears or perforations in the cuff or leaflet tissue. The condition of the valve as returned precluded using it to perform functional testing. The cause of the reported valve under-expansion could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "pre-implantation precautions: balloon aortic valvuloplasty (bav) of the native aortic valve is recommended prior to delivery system insertion. The balloon size chosen should be appropriate, not exceeding the perimeter-derived diameter of the native aortic annulus as assessed by CT imaging to minimize risk of annular rupture and not undersized to minimize risk of stent under-expansion which could lead to paravalvular leak (pvl) or device migration."

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). There was marked calcification, and there was a protruding calcification continuous with the left ventricular outflow tract (lvot). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 23mm, non-abbott device. During the procedure, the valve noted to be under expanded so it was removed. A pre-bav was performed again using an unknown device. The ds was not able to be reinserted again since the shaft became bent. A second new 29mm navitor vision valve was selected for implant using a new large flexnav ds. The valve under expansion was observed once again so it was removed from the patient's anatomy. The ds was once again observed to have a bend in the shaft, which prevented it from being reinserted. A third new 27mm navitor vision valve was selected for implant using a new large flexnav ds. The valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc) and 4.5mm on the left-coronary cusp (ncc). Moderate pvl was noted. A post-implant balloon aortic valvuloplasty (post-bav) was performed using a 25mm, non-abbott balloon. Pvl remained with moderate severity. The patient remained hemodynamically stable throughout the procedure. The patient's current status was unknown.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.